Event description:
There is a strong mold smell in bottles of opti free pure moist contact lens solution. Purchased a two pack at bj's and thought it was a fluke issue from the supplier. Bought another two pack at cvs pharmacy and the same strong, mold smell is present. Ruled out everything and it is the solution. Smell comes from the bottle and is potent when poured out, in the contact case, and on the hands. My eyes feel excessively dry and strained. Also occasional burning sensation occurs. Switched to another brand to avoid damage. This needs to be addressed immediately as I found many discussing the issue online and having the same concerns. A risk to health of the eyes.